Manufacturer narrative:
Batch review: we have checked the manufacturing file of this lot of celsite access ports, which complies with our specifications and does not present any abnormality. No other similar incidents were declared to us concerning this lot of access ports, sold since 03/2014. Investigation results: a 22 cm long catheter has been sent for evaluation. No visual defect has been detected on it. It is dimensionally compliant with the specification. A disconnection test has been performed on the returned catheter connected to an access port from the manufacturer stock. The disconnection force is 3 times superior to the requirements. Conclusion: the returned catheter presents no failure. The incident is isolated. The incident was discovered less than 3 weeks after the implantation. This information allows us to deduce that the catheter disconnection is probably due to incorrect catheter/port connection. No corrective action envisaged.

Event description:
Migration of the catheter to the heart following catheter disconnection from the access port.